Manufacturer narrative:
(B)(4) 2012 - retrospective review of this file based on protocol (B)(4) determined this is an MDR. The consumer was a (B)(6) old female, (B)(6) at the time of the incident. The consumers preexisting medical condition states that she was a stroke victim. The consumers stability and medication regimen are unknown. The consumers technique while using the device is stated by the dealer as self propelling at the time of the incident. The dealer stated that the consumer was sitting on the seat outside and she was pushing with her feet to go backwards. The rollator allegedly ended up in the grass and the right front leg folded out from under her causing the consumer to fall onto the grass. No injury or medical intervention. The owner's manual states a warning, "do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated". The maintenance history of the device is unknown. RMA (B)(4) was initiated for this issue. The device, rollator model #65650r, serial #(B)(4) was returned for an evaluation. Product was approximately 2 years old at the time of the incident. The rollator's legs were bent towards the rear. This type of damage is not typical under normal use conditions. This damage can occur when self propelling or not engaging the brakes correctly. Failure to use the brakes while seated or attempting to sit could cause the rollator to shift or move away from the user and result in user instability and improper loading. Both the instruction sheet and a label on the product also indicate not to use this device as a wheelchair or transport device. This incident is due to user error.

Event description:
Consumer was allegedly sitting on the rollator outside when she allegedly started to push herself backwards with her feet, allegedly ending up in the grass and the right front legs allegedly folded out causing the consumer to allegedly fall onto the grass. No injury is alleged.